Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a gemini retrieval basket was used in the ureter during a ureteroscopy with laser lithotripsy procedure performed on an unknown date. During the procedure, the basket was inserted into the patient, the handle was actuated but the basket failed to open. The basket was tested outside of the patient and found it would work . The basket inserted back into the patient and captured a stone. However, the basket stopped responding when the handle was actuated and started unraveling. The physician made multiple attempts to get the basket to open but failed. The basket was starting to grab ureteral tissue and would not open. When the basket with the stone was pulled out, the ureter disconnected from the bladder. Surgery was performed to reconnect the ureter to the bladder.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block h2: block b5 and h6 device codes has been updated based on the additional information received on august 17, 2022. Block h6: patient code e2401 is being used to capture the reportable event of the ureter became disconnected from the bladder. Impact code f19 is being used to capture the reportable issue of surgical intervention to reconnect the ureter. Device code a0401 captures the reportable event of he outer jacket of the entire working length of the basket detached from the basket. Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a gemini retrieval basket was used in the ureter during a ureteroscopy with laser lithotripsy procedure performed on an unknown date. During the procedure, the basket was inserted into the patient, the handle was actuated but the basket failed to open. The basket was tested outside of the patient and found it would work . The basket inserted back into the patient and captured a stone. However, the basket stopped responding when the handle was actuated and started unraveling. The physician made multiple attempts to get the basket to open but failed. The basket was starting to grab ureteral tissue and would not open. When the basket with the stone was pulled out, the ureter disconnected from the bladder. Surgery was performed to reconnect the ureter to the bladder. Additional information received on august 17, 2022. The outer jacket of the entire working length detached from the basket.

Event description:
It was reported to boston scientific corporation that a gemini retrieval basket was used in the ureter during a ureteroscopy with laser lithotripsy procedure performed on an unknown date. During the procedure, the basket was inserted into the scope, the handle was actuated but the basket failed to open. The basket was tested outside of the patient and found it would work . The basket inserted back into the patient and captured a stone. However, the basket stopped responding when the handle was actuated and started unraveling. The physician made multiple attempts to get the basket to open but failed. The basket was starting to grab ureteral tissue and would not open. When the basket with the stone was pulled out, the ureter disconnected from the bladder. Surgery was performed to reconnect the ureter to the bladder. The complaint device was not returned.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block h2: block b5 and h6 device codes has been updated based on the additional information received on august 17, 2022. Block h6: patient code e2401 is being used to capture the reportable event of the ureter became disconnected from the bladder. Impact code f19 is being used to capture the reportable issue of surgical intervention to reconnect the ureter. Device code a0401 captures the reportable event of the outer jacket of the entire working length of the basket detached from the basket. Block h10: the returned a gemini basket was analyzed, there are three photo provided by the customer and it shows that the luer lock (heat shrink) is separated/removed from the handle. Additionally in other picture is possible observed that the basket is retracted and inside the sheath. The other picture it is observed the pouch with the information which matches with the complaint information. During visual inspection the luer lock (heat shrink) moved out from the handle (unscrewed). Also observed that the basket was inside the sheath. A functional inspection was performed, the device was assembled correctly (screw back the luer lock to the handle). The handle was actuated, and the basket was able to open/close properly. The reported event was not confirmed. Based on all available information, it is possible that operational factors, interaction of the device with other device such as the interaction with the anatomical body during the procedure could have caused that the luer lock got unscrewed. Consequently, affect the performance of the device. Therefore, the most probable root cause is adverse event related to the procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.